Event description:
It was reported that the console started to overheat and burn out. A burning smell was also coming from the system. The procedure was completed with another device. There were no patient complications.